Event description:
A home patient reported that while setting up supplies for a home patient's automated peritoneal dialysis therapy on the homechoice machine experienced trouble connecting a supply bag to the supply line of the homechoice set. The home patient tried several times to connect a supply bag, but was only able to get the spike partially through the membrane of the bag. The home patient then disconnected that supply bag from the supply line of the homechoice set, and connected a new supply bag to that supply line with no further trouble. Per the home patient, no patient injury or medical intervention was associated with this incident.